Event description:
A nurse technician reported the equipment's footswitch and wheel presented problems during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, with delay of less than 15 mins. There was no harm to the pt. No procedures were canceled due to the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).